Event description:
The iab was inserted into the pt on 1/23/98 at 4:56 p.m. The dr had difficulty removing the iab on 1/26/98 at 11:30 a.m. The pt went on to expire on 1/29/98 at 11:00 am. The contact stated that the pt's death was not a direct consequence of the iab therapy. The iab was not returned to datascope for evaluation. (Event complications: none from the event - reported 8/10/98) (pt's current status: expired - reported 8/10/98)